Event description:
It was reported that the patient underwent a thoraco-lumbar fusion at t10-iliac to treat adult scoliosis. After several attempts at cutting a screw post the connector separated at the rod screw junction. The screw was removed with part of the connector however the remaining portion of the connector was left secured to the rod in the patient. No additional patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual review confirms connecter broken in half, with other the half remaining in the patient and not returned for analysis. Visual and optical inspection identified implant deformation and directional fracture lines consistent with tensile overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.